Event description:
Customer reported a button error on her insulin pump. The act button has to be pushed multiple times before it responds. Also, customer stated her insulin pump is squirting insulin out during the rewind process. Customer's blood glucose was unknown. Troubleshooting was declined because customer did not have the device with her. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.